Event description:
It was reported by service report that the head end of the stretcher drifts up over time. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Coding has been provided to reflect the customer's report. The customer has reported that they have repaired the stretcher. Eval result: fowler.